Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the glass cap is fractured distal to the uv glue zone; there is no sign of melting at the location of fracture; there is some white unknown substance noted inside location of fracture. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 66,000 joules of use and 10 minutes, the ¿console showed error message.¿ the fiber was exchanged and the procedure was completed by utilizing second fiber. Patient outcome: ¿no injury¿ to the patient reported.